Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, and heart block. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion (unexpected longevity). Electrocardiogram (ECG) revealed poor pacing, and program check could not be conducted. The ipg remains in use, and explant planned for a later time. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.